Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a medical doctor (obstetrician/ gynecologist). This case concerns a (B)(6) female patient who received treatment with seprafilm and later developed peritonitis and ileus. The patient's underlying disease included delivery and prolonged labour. The patient's nutrition status was good and preoperative condition was generally healthy. The patient was allergic to diclofenac sodium (vonafec). The patient was receiving no concomitant drugs. On (B)(6) 2016, the patient was admitted to the reporting clinic for surgery. On (B)(6) 2016, caesarean section was performed and 1 sheet of seprafilm (route, indication, batch/lot number and expiration date: not provided) was applied to the uterine suture site at the uterine body of corpus uteri, without being applied directly to the anastomosis site. It was reported that there was no infection in the application site and condition of application was favorable. Further reported that no pre-existing adhesion was observed and adhesiolysis was not performed. No pre-existing nonpurulent inflammation or infection was observed in the peritoneal cavity and intraperitoneal irrigation was not performed. Reportedly, the operative field was clean and the length of laparotomy incision was 10 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with absorbable thread (vicryl, continuous suture). Reportedly, the skin (dermis) was sutured with absorbable thread (pds, interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 1 hour. The volume of haemorrhage was 650 g (including amniotic fluid) and no blood transfusion was performed. Drainage tube was not placed. No other medical device was used concomitantly after the surgery. On (B)(6) 2016, 6 days after receiving treatment with seprafilm, peritonitis (severe) and ileus (severe) developed around the uterus (the onset site seemed obvious to be the application site of seprafilm). Since, the same day, the patient had persisting lower abdominal pain since after the surgery. It was unknown whether it was a wound pain, uterine contraction pain, or infectious pain. It was reported that a postoperative blood test performed on day 6 after surgery showed wbc of 13100/mcl and crp of 11.7 mg/dl. Subsequently, the patient received antibiotic treatment twice in the morning and evening, but white blood cell count (wbc) was 13100/mcl and c-reactive protein (crp) was 12.7 mg/dl, showing no changes. It was reported that the lower abdominal pain persisted. On (B)(6) 2016, the patient was transferred to another hospital for detailed examination of the cause and treatment for the adverse events. As of (B)(6) 2016, the outcome of the peritonitis was unknown and the ileus had resolved. It was reported that the patient was being hospitalized in another hospital. Corrective treatment: not reported for both the events. Outcome: recovered/ resolved for ileus and unknown for peritonitis. (B)(4) no product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Peritonitis (peritonitis) reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Ileus (ileus) reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the causal relationship between the events and seprafilm was unknown because re-laparotomy was not performed. Additional information was received on 02-feb-2016 from the medical doctor (obstetrician/gynecologist). The patient's underlying disease (prolonged labour) was added. The past drug: diclofenac sodium (vonafec) was added. The symptom of lower abdominal pain was added. The surgery details were added. The laboratory details of wbc and crp were added. Clinical course updated and text was amended accordingly. Additional information was received on 29-feb-2016. Ptc number and ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-jan-2016: this case concerns a female patient who received treatment with seprafilm and later experienced ileus and peritonitis. Since, a significant temporal relationship can be established; causal role of suspect product cannot be excluded in occurrence of the events. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on 21-jan-2016 from a medical doctor (obstetrician/ gynecologist). This case concerns a female patient (with unspecified age) who received treatment with seprafilm and later developed peritonitis and ileus. The patient's underlying disease included delivery. No past drugs, concomitant medications or concomitant medications were reported. On (B)(6) 2016, caesarean section was performed and 1 sheet of seprafilm (route, indication, batch/lot number and expiration date: not provided) was applied to the uterine suture site at the uterine body. On 1(B)(6) 2016, 6 days after receiving treatment with seprafilm, peritonitis (severe) and ileus (severe) developed around the uterus (the onset site seemed obvious to be the application site of seprafilm). As of (B)(6) 2016, the outcome of the peritonitis was unknown and the ileus had resolved. It was reported that the patient was being hospitalized in another hospital. Corrective treatment: not reported for both the events outcome: recovered/ resolved for ileus and unknown for peritonitis peritonitis (peritonitis): reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization); reporting obstetrician/gynecologist's causality assessment: unknown. Ileus (ileus): reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization); reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the patient's allergic predisposition was considered to be an alternative explanation for the events a pharmaceutical technical complaint was initiated and results were pending for the same. Pharmacovigilance comment: (B)(4)comment dated 25-jan-2016: this case concerns a female patient who received treatment with seprafilm and later experienced ileus and peritonitis. Since, a significant temporal relationship can be established; causal role of suspect product cannot be excluded in occurrence of the events. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on 21-jan-2016 from a medical doctor (obstetrician/ gynecologist). This case concerns a (B)(6) year old female patient who received treatment with seprafilm and later developed peritonitis and postoperative ileus. The patient's underlying disease included delivery and prolonged labour. The patient's nutrition status was good and preoperative condition was generally healthy. The patient was allergic to diclofenac sodium (vonafec). The patient was receiving no concomitant drugs. On (B)(6)-2016, the patient was admitted to the reporting clinic for surgery. On (B)(6)-2016, caesarean section was performed and 1 sheet of seprafilm (route, indication, batch/lot number and expiration date: not provided) was applied to the uterine suture site at the uterine body of corpus uteri, without being applied directly to the anastomosis site. It was reported that there was no infection in the application site and condition of application was favorable. Further reported that no pre-existing adhesion was observed and adhesiolysis was not performed. No pre-existing nonpurulent inflammation or infection was observed in the peritoneal cavity and intraperitoneal irrigation was not performed. Reportedly, the operative field was clean and the length of laparotomy incision was 10 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with absorbable thread (vicryl, continuous suture). Reportedly, the skin (dermis) was sutured with absorbable thread (pds, interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 1 hour. The volume of hemorrhage was 650 g (including amniotic fluid) and no blood transfusion was performed. Drainage tube was not placed. No other medical device was used concomitantly after the surgery. Since (B)(6)-2016, the patient had persisting lower abdominal pain since after the surgery. It was unknown whether it was a wound pain, uterine contraction pain, or infectious pain. It was reported that a postoperative blood test performed on day 6 after surgery showed wbc of 13100/[?]l and crp of 11.7 mg/dl. Subsequently, the patient received antibiotic treatment twice in the morning and evening, but white blood cell count (wbc) was 13100/mcl and c-reactive protein (crp) was 12.7 mg/dl, showing no changes. It was reported that the lower abdominal pain persisted. On (B)(6)-2016, the patient was transferred to another hospital for detailed examination of the cause and treatment for the adverse events. The same day, contrast-enhanced CT scan was performed which showed findings of ileus. Peritonitis (severe) and postoperative ileus (severe) were confirmed on the CT-scan. Also, the patient's white blood cell count was 13300/mcl, neutrophil count was 88.7%, c - reactive protein was 13.37 mg/dl, beta-d-glucan was <2.79 pg/ml and pct was negative <0.5 (normal range: not provided for all). The patient was transferred to the department of gastroenterology accordingly. Fasting, fluid replacement, and the antibiotic drug started in the previous hospital (cefmetazole) were continued. Laboratory test for lochia culture for general aerobes and anaerobes was done. Methicillin-resistant staphylococcus epidermidis was isolated from the specimen collected on (B)(6)-2016 (possible contamination). On (B)(6)-2016, the patient's inflammatory reactions were not improved. The patient's white blood cell count was 16130/mcl and c-reactive protein was 14.13 mg/dl (normal range: not provided) and the antibiotic drug was switched to cilastatin sodium/imipenem (tienam). On (B)(6)-2016, abdominal pain, queasiness, and vomiting occurred and were aggravated, and a nasogastric tube was inserted. On (B)(6)-2016, the inflammatory reactions improved. The patient's white blood cell count was 9540 /mcl and c-reactive protein was 2.66 mg/dl (normal range: not provided) and the abdominal symptoms were also resolving. On (B)(6)-2016, an abdominal x-ray showed the movement of intestinal gas, and the gastric tube was removed. The patient started eating. On (B)(6)-2016, a contrast-enhanced CT of the abdomen showed improvement of ileus. The abscess cavity around the uterine wound had also improved. No bacterial growth was observed for the specimen collected on (B)(6)-2016. On (B)(6)-2016, the inflammatory reactions improved. The patient's white blood cell count was 6980 /mcl and c-reactive protein was 0.68 mg/dl (normal range: not provided). The patient was eating normal meals without having abdominal symptoms. On (B)(6)-2016, the events of peritonitis and postoperative ileus were resolved. The patient was discharged from the hospital on the day as her condition was favorable. No histological examination was performed. The hospitalization had been prolonged due to the events. The patient did not undergo re-laparotomy for the events. Corrective treatment: intravenous cefmetazole at a daily dose of 1 g on (B)(6)-2016 and intravenous cilastatin sodium/imipenem (tienam) at a dose of 0.5 g, two times a day (B)(6) 2016 for peritonitis and intravenous pantethine (pantosin) at a daily dose of 200 mg (B)(6)-2016 for postoperative ileus and analgesics: paracetamol (acelio) and pentazocine (pentagin), intravenous as needed (prn) for pain relief. Outcome: recovered/ resolved for both the events. (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Diagnosis: peritonitis (peritonitis). Reporting obstetrician/gynecologist's seriousness assessment: serious.(inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Diagnosis: postoperative ileus (postoperative ileus). Reporting obstetrician/gynecologist's seriousness assessment: serious. (Inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment:the causal relationship between the events and seprafilm was unknown because re-laparotomy was not performed. Possible causative factors for the events were unknown. Myomectomy was performed with the caesarean section, and the contrast-enhanced CT scan performed on admission showed fluid accumulation in the post-myomectomy wound site, and the reading of the CT images showed suspected infection, abscess formation, and adhesive ileus in the same site. However, it was not sure whether the fluid in the wound was a mass of haemorrhage or an abscess, or whether there was an actual adhesion or not. Even if the conditions existed, it was unclear whether they were causally related to seprafilm or not. Additional information was received on 02-feb-2016 from the medical doctor (obstetrician/gynecologist). The patient's underlying disease (prolonged labour) was added. The past drug: diclofenac sodium (vonafec) was added. The symptom of lower abdominal pain was added. The surgery details were added. The laboratory details of wbc and crp were added. Clinical course updated and text was amended accordingly. Additional information was received on 29-feb-2016. Ptc number and ptc results were added and text was amended accordingly. Additional information was received on 08-apr-2016. Event verbatim for the event of ileus was updated to postoperative ileus. Event onset dates for both the events were updated (B)(6)-2016. Event stop date for the event of postoperative ileus was updated (B)(6)-2016. Symptoms of vomiting and queasiness were added with details. Outcome for the event of peritonitis was updated from unknown to recovered on (B)(6)-2016. Laboratory data was added. Corrective treatments for both the events were added. Reporter's comment was updated. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 8-apr-2016: the follow up information does not change the overall case assessment. Sanofi company comment dated 25-jan-2016: this case concerns a female patient who received treatment with seprafilm and later experienced ileus and peritonitis. Since, a significant temporal relationship can be established; causal role of suspect product cannot be excluded in occurrence of the events. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on 21-jan-2016 from a medical doctor (obstetrician/ gynecologist). This case concerns a (B)(6) female patient who received treatment with seprafilm and later developed peritonitis and ileus. The patient's underlying disease included delivery and prolonged labour. The patient's nutrition status was good and preoperative condition was generally healthy. The patient was allergic to diclofenac sodium (vonafec). The patient was receiving no concomitant drugs. On (B)(6) 2016, the patient was admitted to the reporting clinic for surgery. On (B)(6) 2016, caesarean section was performed and 1 sheet of seprafilm (route, indication, batch/lot number and expiration date: not provided) was applied to the uterine suture site at the uterine body of corpus uteri, without being applied directly to the anastomosis site. It was reported that there was no infection in the application site and condition of application was favorable. Further reported that no pre-existing adhesion was observed and adhesiolysis was not performed. No pre-existing nonpurulent inflammation or infection was observed in the peritoneal cavity and intraperitoneal irrigation was not performed. Reportedly, the operative field was clean and the length of laparotomy incision was 10 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with absorbable thread (vicryl, continuous suture). Reportedly, the skin (dermis) was sutured with absorbable thread (pds, interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 1 hour. The volume of haemorrhage was 650 g (including amniotic fluid) and no blood transfusion was performed. Drainage tube was not placed. No other medical device was used concomitantly after the surgery. On (B)(6) 2016, 6 days after receiving treatment with seprafilm, peritonitis (severe) and ileus (severe) developed around the uterus (the onset site seemed obvious to be the application site of seprafilm). Since, the same day, the patient had persisting lower abdominal pain since after the surgery. It was unknown whether it was a wound pain, uterine contraction pain, or infectious pain. It was reported that a postoperative blood test performed on day 6 after surgery showed wbc of 13100/mcl and crp of 11.7 mg/dl. Subsequently, the patient received antibiotic treatment twice in the morning and evening, but white blood cell count (wbc) was 13100/mcl and c-reactive protein (crp) was 12.7 mg/dl, showing no changes. It was reported that the the lower abdominal pain persisted. On (B)(6) 2016, the patient was transferred to another hospital for detailed examination of the cause and treatment for the adverse events. As of (B)(6) 2016, the outcome of the peritonitis was unknown and the ileus had resolved. It was reported that the patient was being hospitalized in another hospital. Corrective treatment: not reported for both the events. Outcome: recovered/ resolved for ileus and unknown for peritonitis. A global pharmaceutical technical complaint was initiated and results were pending for the same. Peritonitis (peritonitis). Reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Ileus (ileus). Reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown reporting obstetrician/gynecologist's comment: the causal relationship between the events and seprafilm was unknown because re-laparotomy was not performed. Additional information was received on 02-feb-2016 from the medical doctor (obstetrician/gynecologist). The patient's underlying disease (prolonged labour) was added. The past drug: diclofenac sodium (vonafec) was added. The symptom of lower abdominal pain was added. The surgery details were added. The laboratory details of wbc and crp were added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 02-feb-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 25-jan-2016: this case concerns a female patient who received treatment with seprafilm and later experienced ileus and peritonitis. Since, a significant temporal relationship can be established; causal role of suspect product cannot be excluded in occurrence of the events. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.